Event description:
It was reported the power cord was damaged, resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported there were exposed bare wires on the damaged power cord, but investigation found that there were no copper wires exposed; the damage was cosmetic in nature only.

Event description:
It was reported the power cord was damaged, resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.